Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that the outer carton, inner and outer sterile cavities have been damaged. Sterility of the product has been compromised. The complaint has been confirmed by visual evaluation. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that inner tray package of the device was cracked and sterility of implant compromised. There was no patient injury as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.